Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the device would not load correctly. The wife states they removed the infusion set and threw it away and the device would go into rewind. The customer's blood glucose level at the time of incident was 25mg/dl. The wife states paramedics were called and they treated the customer for the low levels. The wife states the customer was having a prime anomaly, and the customer was not able to exit prime loop. The wife declined to troubleshoot, and states that the device wa s been functioning properly since the set change. No further assistance was needed.